Event description:
IV pump infused 600mg/500ml amiodarone infusion over 1 hour instead of 6 hours. The inner door inside the main pump door broke off its hinge at the top. When the door was closed and locked the pump was not able to include the IV tubing set and allowed the medication to infuse faster than what was set. No apparent injury.